Event description:
During service of the device, baxter service tech reviewed the event history and found a 550 failure code. No pt injury has been reported. Attempts were made by baxter quality mgmt to obtain add'l info regarding pt status, medical intervention, age of pt and the medication involved but no add'l details are known.